Event description:
It was reported the subject device had no picture. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer allegation was confirmed. The investigation revealed no other reportable findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: random component failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had no picture. There were no reports of patient harm.